Event description:
Post successful transfemoral tavr procedure, thrombus was observed in the right external iliac and femoral artery. A vascular surgeon performed a thrombectomy, as well as removal of plaque, and repair of the artery with a bovine pericardial patch. The act was within limit during the procedure. It is unclear why the patch was placed, as there was no dissection observed. The patient¿s minimum luminal diameter (mld) was 8mm with mild calcification and mild tortuosity. The root cause of the thrombus is unknown.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, thrombosis and/or plaque dislodgement are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of thrombosis is unknown. However, it is possible that the procedure itself, in addition to vessel injury unappreciated under fluoroscopy contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.